Event description:
It was reported that the patient presented with a preoperative diagnosis of spinal stenosis and degenerative disk disease at l4-5. The patient underwent a posterior decompression of the l4-5 level and a posterior spinal fusion of the l4-5 level with segmental spinal instrumentation of the l4-5 level with local autograft, cancellous chips and rhbmp-2/acs. Per the operative notes, the transverse processes, outer aspect of the superior articular process and pars articularis were decorticated using a combination of curette and rongeurs. At this point a large rhbmp-2/acs kit was soaked. The rhbmp-2/acs was cut longitudinally and cancellous bone chips as well as local autograft were mixed in and placed into the center of the rhbmp-2/acs sponges. It was rolled into a tube and placed over the decorticated lateral elements in order to complete the posterolateral arthrodesis. No complications were reported. The patient's post operative period was marked by severe, painful and debilitating complications which included the need for additional surgery, painful medical treatment, extreme pain, nerve damage, nerve impingement, and severe exuberant, ectopic bone growth. The severe, painful, and debilitating complications which marked the patient's post operative period continue to present day and will likely continue into the foreseeable future.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.